Event description:
The fetal monitor would not transfer the patient's vital signs to the ob tracevue system, so the monitor was switched for another device. After the monitor was replaced, vital signs were functioning appropriately. Then the nurse complained that the vital signs were not transferring into the ob tracevue and the decg (direct fetal heart rate) signal was intermittently not being received by the monitor. The automatic blood pressure setting was changed, at which time it was noticed that the device was not automatically taking the patient's blood pressure. Staff members manually completed a blood pressure check, and the cuff inflated for about two seconds and then stopped. Connections were checked and two other nurses attempted to get the blood pressure to function appropriately. When troubleshooting failed, staff was forced to switch to a mobile machine in order to obtain blood pressure readings.